Event description:
Information was received indicating that this ambulatory infusion pump began to alarm. No error message was displayed on the screen. It was not specified whether or not this occurred during infusion or interrupted therapy. Troubleshooting was unable to resolve the issue, so the patient switched to their back up pump to resume therapy. No adverse patient effects were reported.